Event description:
It was reported that the patient underwent a posterior surgical spinal surgery. Approximately 4 years post-op the patient underwent a revision surgery to remove the fractured rod and replace with a new rod. It was reported that the patient had not fused. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.